Event description:
It was reported that during the sleeve gastrectomy, they were opening the device when they realized the temperature indicator traveled outside of the appropriate temperature. So far its been 10 of the product that have been effected. New devices used complete the procedure. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2022. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that ten loose, unopened 1-up cartons were returned; the temperature indicator sticker on the 1-up sales carton (f) had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. 1-up carton also had triggered temperature stickers with no other visible damage. The applicator was opened and visually inspected for damage to the buttress attachment material (bam) pattern was found to be appear conforming. This would indicate that while some of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.